Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pieces of the tampon will separate and remain inside me [foreign body in reproductive tract] pieces of the tampon will separate [device breakage] , when removing the tampon pieces of the tampon will separate and remain inside me [complication of device removal] . Case narrative: consumer reported via email that pieces of the tampon separate and remain inside of her. No serious injury was reported.

Event description:
Pieces of the tampon will separate and remain inside me [foreign body in reproductive tract] pieces of the tampon will separate [device breakage] when removing the tampon pieces of the tampon will separate and remain inside me [complication of device removal] case narrative: consumer reported via email that pieces of the tampon separate and remain inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.